Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower unable to scan medications and pockets. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: e1. The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a command port failure was observed through repeated scan failures. The scanning failure continued to alternate between recognizing and not recognizing the device. Scanning remained non-functional, and reinstallation attempts were unsuccessful. The device was no longer recognized after the uninstallation attempt. A technical support specialist stated that reimaging was required. An international field service engineer was dispatched and completed the reimage on 06/12. The system functioned as intended after the field service engineer troubleshoot the device

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower unable to scan medications and pockets. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.